Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - hernia recurrence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2012 and mesh was used. The patient experienced a recurrent umbilical hernia. It was also noted that the patient had developed adhesions and the mesh was contracted. A revision surgery was performed on an unknown date and no further complications have occurred. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the procedure was an open intra-peritoneal onlay mesh procedure to repair the umbilical hernia. The mesh was explanted during the re-operation. The explanted mesh was returned for evaluation. It shows no correct cut of the straps after fixation. Furthermore no prior fixation is detected on the explanted implant. The information for use states: secure the patch to the margins of the defect at the anterior fascia through the mesh straps (figure 4). Adequate fixation is required to minimize postoperative complications and recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient had a primary direct hernia. The patient experienced pain starting in (B)(6) 2012. The patient had a second surgery during that time and the hernia was repaired with abdominal wall closure by direct suture.